Event description:
It was reported that during a breast biopsy procedure the device did not apply the clips properly. Some clips remained open once fired. Another device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Date sent: 05/29/2007.